Manufacturer narrative:
Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to high impedance, the patient is doing great post operatively. The explanted device will not be returned as it was kept and disposed by facility.